Event description:
The pt's mother reported that her daughter was hospitalized for a severe skin infection and had been released about two and a half weeks prior to her call. She stated that the needle was rusty in the pod.

Manufacturer narrative:
The device will not be returned for eval. We are unable to confirm the reported rusted condition of the insertion needle. No product lot number was reported, therefore no review of qualification and sterilization records could be completed. The omnipod user guide warns "do not apply or use a pod if it is damaged in any way. A damaged pod may not work properly," and notes "when you remove the needle cap, a few drops of insulin should be visible at the end of the needle."